Event description:
We have been informed that during a 25g combined procedure, priming was normal. After the phaco operation was done, the vitrectomy steps could not be used due to a device error. After restarting the machine and priming completely however, the vitrectomy error was still detected again. Therefore the surgeon decided to abort the surgery because they have no other machine. Surgery was aborted. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review and one 25 gauge disposable high speed tdc cutter and a vitrectomy module were received for investigation provided for investigation. Investigation of the returned pack revealed that the outer knife is bent, however no other anomalies were observed. The vitrectome is performing according to d.o.r.c specifications. Investigation of the returned vitrectomy module confirmed the occurrence of the reported vitdead error message. Further inspection revealed that the reported complaint is attributable to a defective main pcb. The module could not be recognized by the mainboard, which led to the occurrence of the reported error message. Based on the investigation findings, it was determined that this complaint occurred due to a random component failure of the main pcb inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (vi-mainpcb). Since 2020 more than (B)(4) have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a delayed surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Manufacturer narrative:
The complaint is currently under investigation and is awaiting product return. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during a 25g combined procedure, priming was normal. After the phaco operation was done, the vitrectomy steps could not be used due to a device error. After restarting the machine and priming completely however, the vitrectomy error was still detected again. Therefore the surgeon decided to abort the surgery because they have no other machine. Surgery was aborted. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint investigation is pending product return. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during a 25g combined procedure, priming was normal. After the phaco operation was done, the vitrectomy steps could not be used due to a device error. After restarting the machine and priming completely however, the vitrectomy error was still detected again. Therefore the surgeon decided to abort the surgery because they have no other machine. Surgery was aborted. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during a 25g combined procedure, priming was normal. After the phaco operation was done, the vitrectomy steps could not be used due to a device error. After restarting the machine and priming completely however, the vitrectomy error was still detected again. Therefore the surgeon decided to abort the surgery because they have no other machine. Surgery was aborted. No report that actual patient harm occurred.